Event description:
Pt was recently seen at the hes (hospital in (B)(6)) for treatment of a corneal ulcer. The clinician that examined (the pt) at the hospital told (the pt) the lenses she had been wearing must have been faulty because they had caused numerous scratches to both eyes and this had resulted in an infection.

Manufacturer narrative:
This is a separate report of the same event submitted in medwatch 9614392-2010-00006 filed on (B)(4) 2010. This MDR report provides info on the alternate lot that was possibly involved in the event. Info for the lot in this report required separate MDR. Method, results, and conclusion: the actual device involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. The device was out of specification for visual defects with a non-manufacturing edge defect. It is likely that user interface contributed to the event. A review of the lot history record for the device found nothing to indicate that the device contributed to the incident. This is the only complaint received to date for this lot of product. No conclusion can be drawn. This case is reported as an unconfirmed corneal ulcer with treatment at a hospital in (B)(6). To date, there is no confirmation of injury, treatment or outcome of treatment. There is no clear indication that the device could have caused or contributed to the incident. Should additional info be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.